Manufacturer narrative:
(B)(4).

Event description:
It was reported there were impedances less than 250 ohms. Monopolar impedances were within range but bipolar impedance read 35 ohms and the patient was not receiving therapy. The patient¿s tremor was much worse on their left side of their body. The same day it was reported they were planning to program around the short but they had not done so yet. It was reported the patient had intermittent tremor and they did not know what caused the tremor. Patient also had a tingling sensation on left side of their body but denied any numbness. No falls or traumas noted. When stimulation is turned off the tingling sensation resolved. When stimulation was turned on it ¿took a while but the tingling sensation returned.¿ it was reported the patient was reprogrammed and the intermittent tremor and tingling resolved. After reprogramming the patient felt better.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v571557, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v576414, implanted: (B)(6) 2011, product type: lead. (B)(4).